Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent skin irritation and granulation tissue at abutment site and subsequently underwent multiple skin revisions (specific dates not reported). The patient was administered oral antibiotics, oral and injectable steroids (date and duration not reported). The implanted device remains.